Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 4. Reference MFR reports. #1627487-2016-00524; #1627487-2016-00525; #1627487-2016-00526. It was reported the patient's system did not provide effective pain relief. The patient also reported he needed mris for other health issues. The patient's system was explanted.